Event description:
A 6mm amplatzer vascular plug ii (avpii) immediately embolized to the left pulmonary artery after it was implanted in the patent ductus arteriosus. The avpii was percutaneously removed and an 8mm avpii was successfully implanted. The patient was reported to be stable.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.